Event description:
Patient stated that there is couple of leads busted, 4 electrodes that are broken away from the stimulator. What patient was told that they were twisting or fell which caused the leads to break. Then the device wasn't working for a while, but patient charged and it started working again. Patient has no doctor because of where they are. The device is still working as should, no therapy issues despite broken leads. Patient just doesn't know why. Patient's weight at the time was 235 lbs. Patient stated that they have a lot of other unrelated issues.

Manufacturer narrative:
Continuation of d10: product ID: 977a275, serial#: (B)(6), implanted: 2016 (B)(6), product type: lead. Serial#: (B)(6), implanted: 2016 (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type lead product ID 977a275 lot# serial# ( B)(6) implanted: 2(B)(6) 2016 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the reason for call was caller stated that for the past couple of months they have been trying to find a doctor familiar with their device. Caller stated that friday night their pain got real bad and then saturday it got even worse. Caller added that they think the storms that came through the area on friday may have caused some of the pain. Caller said they are currently at a 7 out of 10 pain level. Caller has tried a couple of settings and one worked, but it's not focusing on the pain where it's supposed to be. Caller thinks it's focusing more on the middle of the elbow but the pain is towards the shoulder and back on the right side. Caller mentioned that they've been in the oklahoma for the last 6 months and haven't been able to find a doctor that will treat the device in their new area. Caller stated they were about to go to the hospital because they don't know what else to do and the pain is real bad and they don't feel good. Agent provided caller with national answer ing service¿s- nas number for healthcare provider office to page a medtronic representative.

Event description:
Additional information was received on july 10, 2023. The pt reported that the cause of the stimulation being more in the middle of their elbow instead of the correct location was due to 3 broken "leads" that are not connected to the spinal cord where the pain is more intense. The pt met with a "specialist" who reprogrammed using the leads that were not broken and they were able to get stimulation to where the pain was at, which resolved this issue. Patient weight was provided.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2016: product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2016: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt stated their stimulation was acting weird. Pt said back in 2021 they noticed their stimulation wasn't working right and met with a rep for adjustments to settings. Pt said when meeting with a rep, they said pt had 6 "leads" (pss asked if pt meant electrodes and pt first said yes, but then returned to referring to them as leads) and discovered a couple "leads" were dislocated (pt said they had a job where they moved around a lot and thought that was part of the issue). Pt thought they only had one lead left. Pt said during the adjustment, the rep got a couple programs working, but then pt need to use the ins for a while, but still kept ins charged. Pt said their pain came back again in 2021; pt said due to weather, stress (pt said when they were calm, the pain went down and when stressed, the pain increased), and doing things they weren't supposed to (like chopping down a tree with an ax). Pt said they couldn't turn stim on one day and charged but still couldn't turn stim on. Pt said because of that, they were in a lot of pain last night and described the pain as feeling like they were on fire and couldn't put the fire out. Pt said they fooled around and got stim back on. During the call, pt at first only saw splash screen on programmer, but after changing batteries was able to connect. Pt said group c was the one working right now (group c was for right arm which was where most of pt's damage from their injury was), but all the other groups pt couldn't feel stim on (pt mentioned they got group e to work at one point, but then went out). The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt didn't have a current doctor now that they moved to (B)(6), so pss emailed and mailed listings to pt and reviewed once pt followed up with a doctor, they could request a rep meet with pt to check settings. Pt indicated they already updated their address.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, lot# , serial# (B)(4), implanted: (B)(6), explanted:. Product type: lead, product ID 977a275 lot# , serial# (B)(4), implanted: (B)(6), explanted:. Product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 22-jan-2020, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 23-feb-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.